Event description:
Additional information received noting that the patient has been referred for x-ray images instead of the CT scan and the replacement referral is for patient comfort only, no serious injury suspected.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
It was reported that the patient is experiencing left neck pain related to the vns and has been sent for CT scans and referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.